Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. No share log data was available for review. Voltage added test was performed and passed as the transmitter has voltage. A review of transmitter database viewer log was performed, and transmitter failed error was found within the investigation window and was confirmed in the bin file. The customer complaint of a transmitter failed error was confirmed. A probable cause could not be determined. No additional patient or event information is available.